Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, while device assembling, the handle was inserted to the shell and the adapter was attached. However, when the surgeon was trying to connect the reload, the internal rod of the adapter that comes out to deploy staples when a reload is connected, deployed before the reload was connected. The surgeon then used another device's adapter and handle to resolve the issue in order to complete the case. There was no patient involvement.